Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the right ventricular lead exhibited an increase in capture threshold in (B)(6) 2018. The lead was explanted and replaced successfully on (B)(6) 2019. There were no reported issues with the patient at the time of the lead revision procedure.